Manufacturer narrative:
No product was returned. We are unable to confirm, the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. No serial number was provided. Therefore, a device history record (DHR) review could not be conducted. No product was returned. Therefore, no visual and functional tests were performed. The reported complaint could not be confirmed. And the root cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing site address is unknown. Catalog number is unknown. Lot number is unknown. UDI information is unknown. Premarket (510k) number is unknown. No product information has been provided to date.

Event description:
Per social media post, it was reported by a patient who was also on remodulin that he too understands how bad the site pain can be. Patient stated that they dreaded every 3 to 4 weeks because they can only keep their sites for that long. Patient informed that they were prescribed gabapentin 900mg daily for pain which has been very helpful. No patient injury reported or no medical intervention needed.